Manufacturer narrative:
The device that was used in treatment was not returned for evaluation with all information provided we could not establish a relationship between the device and the reported event. Probable root cause may include a component failure, obstruction, or kinked tubing. No lot/serial number has been provided; therefore, a review is not possible. A complaint history review found other failures related to the report event. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during a wound treatment, a versajet exact assy, 45 degree x 14mm failed to perform the cutting function because the water line was diverted. No patient damage reported. Procedure was completed with a smith and nephew backup device, no delay reported.